Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.